Manufacturer narrative:
Correction: please retract this report 2017865-2021-26757, the same issue was previously reported as 2017865-2021-25684.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26314. It was reported that a right ventricular lead exhibited noise. The lead was capped. Physician attempted to replace it but the new right ventricular lead was found to be damaged during the initial implant due to multiple attempts to place the lead and use stylets. Physician suspected lead friction and trauma throughout the lead. The second lead was exchanged to complete the procedure. Patient was stable and had no consequences after the event.